Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery for b/n 11603361original surgery in 2022 for a total hip replacement. Mdm construct has seemed to have failed and the inner head has dissociated from the outer poly. Required revision surgery to replace head, liner and insert.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a adm liner was reported. The event was confirmed via inspection of the returned device. Method & results: device evaluation and results: the adm liner was returned for evaluation. The metal head is still assembled into the liner; the adm is disassembled from the mdm. The device presents with explantation damage, yellow discoloration consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The adm liner was returned for evaluation. The metal head is still assembled into the liner; the adm is disassembled from the mdm. The device presents with explantation damage, yellow discoloration consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.